Event description:
It was reported that during a carotid diagnostic procedure, the pt suffered a stroke. Hospital staff unsuccessfully attempted to dissolve clot. The pt is suffering from left side paralysis and status is listed as critical.